Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer's blood glucose was unknown. Customer stated that patient's symptoms were headaches and nauseous. Customer has treated for high blood glucose. After the troubleshooting, it was found that the insulin pump needs replacement due to it did not pass the high pressure test. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.